Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient complained of shortness of breath and was admitted to the hospital on (B)(6) 2018due to an elevated lactate dehydrogenase (ldh) and power spikes. Pump thrombosis was suspected. At the time of the event, the patient¿s anticoagulation regimen included aspirin, effient and coumadin and inr goal was 2-3. Upon admission, the patient was started on an angiomax infusion and milrinone. Aspirin was continued, but coumadin was held and effient was discontinued due to possibility of a pump exchange. A ramp echocardiogram and CT scan with 3-d reconstruction performed on unspecified dates were negative for thrombus. The patient¿s ldh returned to normal limits. On (B)(6) 2018, the patient¿s inr was 1.4. Angiomax, milrinone bumex and torsemide were discontinued. Coumadin was restarted. The customer planned to restart effient on (B)(6) 2018. As of (B)(6) 2018 the patient¿s blood urea nitrogen (bun) continued to rise but the patient¿s ldh was reportedly stable in the 300¿s u/l. The customer stated that a pump exchange would potentially be performed if hemolysis worsened. Additional information was requested, but not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of thrombus or elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that it is unclear if the elevated powers are patient related or due to a device issue but patient is being treated with bivalirudin. As of (B)(6) 2018, powers have returned to baseline. As of (B)(6) 2018, the patient¿s ldh was 272, with an inr of 2.0. On 03-30-2018, it was additionally reported that the patient was doing well, and was being treated with closely monitored anticoagulation, with an inr goal of 2-3.